Event description:
It was reported that bd insyte autoguard splits during insertion process. The following information was provided by the initial reporter, translated from japanese to english: customer reported that catheter split into two when punctured (several times).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: received 7 photos, one q-syte unit and two catheters from a 24gx0.75in insyte autoguard device from unknown lot for the investigation of this complaint. The returned photos show the units that were returned for investigation. A gross visual inspection shows that all the returned components have evidence of use. The q-syte and the catheters have blood. Per the customer¿s verbatim, the catheters split into two during venipuncture and were therefore returned for investigation. The two catheters were further investigated. Microscopic inspection shows that both catheters were damaged with a v-shape breach near the tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip giving a spear through, thus confirming the reported 'catheter defective/damaged'. For the as analyzed code, the damage was coded as 'needle through catheter'. The observed defect could originate as a part of the manufacturing process as indicated by the peura review, typically, in zone 5 due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect; however, as the returned units have been removed from the package and handled, it is possible that the defects originated due to improper use either during tip adhesion break or during the venipuncture attempt in the clinician environment. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review (DHR) cannot be performed as no lot number was provided by the complainant. Investigation conclusion(s): the defect of ¿needle through catheter¿ was confirmed. Probable root cause conclusion(s): undetermined.

Event description:
No additional information.